Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3-4, and a prominent eustachian valve. A triiclip xtw was inserted, and grasping was performed at the mid anterior septal location of the tricuspid valve. However, difficulties with positioning the device occurred, and a new flailed chord was observed. Therefore, the clip was removed and replaced. One clip was then deployed. Tr was increased to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported positioning failure resulting in unspecified tissue injury and subsequent tricuspid valve insufficiency/regurgitation cannot be determined. Tissue damage and tricuspid regurgitation are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.